Event description:
It was reported that the motor is loud when in use. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown. D4: UDI information unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection showed that the device was very dirty, pole clamp is damaged, quick connect is corroded, line cord discolored, front cover is broken where you screw to enclosure, enclosure is cracked under quick connect, inside water tank is discolored, pcb is missing an led. Device was powered on during functional testing and customer reported issue was confirmed. The root cause was found to be the noisy pump mechanism. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2016-01-01 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.